Manufacturer narrative:
Initial reporter facility name:(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the pusher wire and the introducer sheath were returned for this complaint. And it was observed that the main coil was stretched and detached at interlocking arm section. Also, the pusher wire was stretched, and the interlocking arm was detached. The detached sections were not returned. The twist lock was opened. Blood was noticed inside the introducer sheath. Microscopic inspection of the device was performed and revealed that the interlocking arm of the main coil was detached. Also, the interlocking arm of the pusher wire was detached. The functional test could not be performed since the arms of the pusher wire and the main coil were detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jan2023. It was reported that the coil could not be advanced from the catheter. A 22mm x 60cm interlock coil was selected for use in the aorta abdominalis. During the procedure, it was noted that the coil could not push out from the catheter cavity even after several attempts due to obvious resistance during the conveying process. The coil was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at interlocking arm section and the interlocking arm of the pusher wire was detached.